Event description:
The customer reported a false positive alinity I total b-hcg result generated on the alinity I processing module for one patient after 4 days of ovarian stimulation and the customer reported that the patient has not been sexually active for one month. The following data was provided: sid (B)(6) 2024: b-hcg result = 32.20 miu/ml (positive) (this result was reported out of the lab) after that, the patient went to another lab and obtained a result of 1 miu/ml (negative). The patient sample was also tested with the beckman coulter dxi platform and generated a b-hcg result of 1.12 miu/ml (negative). On (B)(6) 2024, the customer re-centrifuged the sample taken from the 23rd of may and repeated the sample 6 times. All the reported results were < 2.3 miu/ml (negative) there was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 7p51-30 that has a similar product distributed in the us, list number 7p51-21/-31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Updated a1 - patient identifier: (B)(6) (complete patient identifier). The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in-house testing, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did identify a slight increase in complaint activity for complaint lot 60340ud00, however, no related trends were identified regarding commonalities for lot number and issue. Additionally, accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. A review of the device history record did not identify any non-conformances or deviations associated with the lot number and complaint issue. Labeling was reviewed and adequately addresses the current issue. Based on the investigation, no systemic issue or product deficiency was identified for the alinity I total b-hcg reagent lot 60340ud00.

Event description:
The customer reported a false positive alinity I total b-hcg result generated on the alinity I processing module for one patient after 4 days of ovarian stimulation and the customer reported that the patient has not been sexually active for one month. The following data was provided: sid (B)(6): (B)(6) 2024: b-hcg result = 32.20 miu/ml (positive) (this result was reported out of the lab). After that, the patient went to another lab and obtained a result of 1 miu/ml (negative). The patient sample was also tested with the beckman coulter dxi platform and generated a b-hcg result of 1.12 miu/ml (negative). On (B)(6) 2024, the customer re-centrifuged the sample taken from the (B)(6) and repeated the sample 6 times. All the reported results were < 2.3 miu/ml (negative). There was no impact to patient management reported.